Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient was in the hospital for pancreatitis, and the anticoagulation therapy for the lvad had to be stopped. The patient¿s hemolysis lab increased, the patient became symptomatic, and a heparin infusion was started. It was reported that the surgeon planned to exchange the patient¿s pump; however, the exchange had not taken place because the patient had positive blood cultures. The lvad clinician reported that the positive cultures were likely associated with a central line. The patient was treated with antibiotics.

Manufacturer narrative:
The pump was returned with the driveline severed approximately 7 inches from the pump end bend relief and the severed portion was not returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces found a small, red, tissue-like thrombus on the rotor body. A similar tissue-like thrombus was found loosely seated in the outlet stator, which appeared to have fallen off the rotor body during disassembly. The tissues did not show laminated layering, indicating that the thrombi did not likely form on the pump rotor. The evaluation could not determine the duration that the thrombi were present. However, if the thrombi were present at the time of the initial event, they could have contributed to the reported hemolysis. A correlation to the reported infection and the origins of the thrombus could not be determined. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis, hemolysis, and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2016.